Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/23/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17761430l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial flutter (afl) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the physician heard a steam pop and the impedance value went from 86-101 ohms. Cardiac tamponade was then confirmed by intracardiac echo (ice) and echo. Pericardiocentesis was performed to remove 460 cc of fluid from the pericardium. The patient was reported to be in stable condition, he was transferred to the intensive care unit (ICU) with a pericardial drain in place. Extended hospitalization was required as a result of the adverse event due to the pericardial drain left in place, and for monitoring purposes. Patient¿s outcome is improved, patient was discharged from hospital. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event (he has a pocket along the isthmus near the inferior vena cava (ivc)). Physician felt he ablated for too long in an area with a pocket. He does not believe that the injury was caused by a bwi product malfunction. There were no errors observed in any bwi equipment during the procedure. Transseptal puncture was performed with a st. Jude medical / brk transseptal needle and a st. Jude medical agilis sl1 8fr sheath. Generator parameters included power at 35 watts. The power did not titrate during the ablation. The overall time for ablation at the site of injury was 1 minute 19 seconds. The catheter irrigation flow was set at 15 cc¿s. The patient received anticoagulant (heparin) when the physician was working on the left side of the heart. The activated clotting time (act) is unknown.

Manufacturer narrative:
It was reported that a 60-year-old male patient underwent an ablation procedure for atrial flutter (afl) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis has been completed. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).